Event description:
It was reported the patient's lead migrated. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event: date of event is estimated.

Manufacturer narrative:
Conclusion: this event cannot be confirmed or not confirmed for lead revision through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.